Manufacturer narrative:
Device was discarded by the user, and is therefore not available for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. Product will not be returned therefore no root cause can be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It was reported that there was no injury to patient. The investigation is complete.

Event description:
A user facility in the united kingdom reports that a cutter was cutting intermittently. When the cutter did stop, it continued to aspirate. The surgeon stopped the device.